Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of damage in the tubing connection at the head-link assembly. With the total separation there would be no suction. Reason for return was confirmed. Additional info g4: PMA/510 k: has not been populated as this device is a class I exempt device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time, this octopus tissue stabilizer had no suction and damaged tubing along the suction line. The customer stated that the damage was at the attachment of the suction headlink. The tubing broke across the circumference of the tubing. The  suction pods were not obstructed. The suction head was not obstructed or damaged. The headlink was not repositioned in the case. See attached photo. The device was replaced to complete the procedure. There was no adverse patient effect reported with this event. The customer started to apply the headlink to position it and tubing was broken off the headlink suction. The customer has done many cases and stated that the device was not mishandled. Medtronic received additional information that the customer placed too much tension on the tubing and it broke off while attaching the headlink onto the stabilizing bar. The tubing became stretched due to tight chests and was not due to a faulty device or shipping damage.

Manufacturer narrative:
Correction b5: additional review of the event shows that this event was due to damage to the suction tubing only, with no disconnection or detachment of any part of the device. There is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.